Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results: the returned truetome 44 was analyzed, and a visual inspection found no damages to the device. The cutting wire was not broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was not confirmed. The results of the analysis performed on the returned device found no damages to the device and the cutting wire was not broken. Additionally, it was confirmed with the customer that the correct device was received for analysis. Therefore, the most probable root cause is no problem detected. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was being prepared for use in the ampulla of vater (aov) in an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6). 2024. During preparation, it was noticed that the cutting wire was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. ******additional information received on july 08, 2024*** the customer reported the correct anatomy location of the procedure was the ampulla of vater (aov).

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 44 was being prepared for use in the liver in an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2024. During preparation, it was noticed that the cutting wire was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 44 was being prepared for use in the ampulla of vater (aov) in an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2024. During preparation, it was noticed that the cutting wire was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on july 08, 2024. The customer reported the correct anatomy location of the procedure was the ampulla of vater (aov).